Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 354 and 275 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 254 mg/dl using truetrack meter and 344 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/17/2018 and open vial date is (B)(6) 2016. The customer stated he has not had any recent changes in diet, exercise, or medications. The customer stated he is taking metformin and lantus for his diabetes management. The meter memory was reviewed for previous test result history: (B)(6). Customer called in stating his meter is reading too high. Customer states he is feeling physically well at time, denies having any symptoms of high blood sugar, denies need for medical attention at time. Customer states his normal range is 90-130mg/dl fasting. Customer states he is concerned with readings obtained as he is comparing his truetrack meter to his friend's meter. Informed customer it is not recommend as different meters are manufactured differently and will read differently. Informed customer it is recommended to compare a lab reading to a meter. Customer states he is still uncomfortable with the high readings as he has not had any recent changes in diet, exercise, or medications. Customer is taking metformin and lantus for his diabetes management.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 354 and 275 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 254 mg/dl using truetrack meter and 344 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/17/2018 and open vial date is (B)(6) 2016. The customer stated he has not had any recent changes in diet, exercise, or medications. The customer stated he is taking metformin and lantus for his diabetes management. The meter memory was reviewed for previous test result history: 148mg/dl (B)(6) 2016 07:48 am fasting:yes; 354mg/dl (B)(6) 2016 10:20 pm fasting:yes; 275mg/dl (B)(6) 2016 12:49 pm fasting:yes; 491mg/dl (B)(6) 2016 09:23 pm fasting:no; 206mg/dl (B)(6) 2016 11:21 am fasting:no; memory concerns:354mg/dl, 275mg/dl. Customer called in stating his meter is reading too high. Customer states he is feeling physically well at time, denies having any symptoms of high blood sugar, denies need for medical attention at time. Customer states his normal range is 90-130mg/dl fasting. Customer states he is concerned with readings obtained as he is comparing his truetrack meter to his friend's meter. Informed customer it is not recommend as different meters are manufactured differently and will read differently. Informed customer it is recommended to compare a lab reading to a meter. Customer states he is still uncomfortable with the high readings as he has not had any recent changes in diet, exercise, or medications. Customer is taking metformin and lantus for his diabetes management.